Manufacturer narrative:
Philips service replaced the defective geo ipc and updated the software, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment geometry error caused failure to turn on on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.